Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: during investigation the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the button contacts. The complaint of under responsive keypad buttons was not duplicated during testing. The keypad latch was found to be fully closed; no damage to the keypad flex was observed. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.